Event description:
Country of complaint: (B)(6). Complaint states: when the customer used this product in the surgery, the ceramic broke. Though the fragment had fallen into the patient's body, it was retrieved.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014, 510 (k) codes: k001330 and k003608. Manufacturing site evaluation: without further knowledge about the circumstances surrounding the break, OEM assumes, that the root cause for cracked ceramic was a mechanical overstress. The enclosed ceramic-part is not definitively the completed broken off piece. Regarding the question of manufacturing problems: the 100% visual test specification for the tip encloses the points "checking of stains, debris, pores, cracks or any further impurities". The OEM documents are showing no hints for such a problem as a cracked ceramic body. OEM documents have been checked and found to be according to the specifications during the time of production.